Event description:
It was reported that the distal part of the suture broke and remained inside patient. The target lesion was located in the mildly tortuous and moderately calcified biliary tract. A vtcb/8.3 flexima was selected for use. The catheter was attempted to withdraw after a few days of drainage. During withdrawal, it was noted that the distal part of the suture detached somewhere inside the patient's body and was unable to be withdrawn. The separated suture was then tried to pulled out by hand and by forcep but it could not be removed. After withdrawal od the flexima catheter and the remaining suture inside, the proximal part of the suture was cut by scissor and the procedure was ended. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. The unit returned has a catheter damaged, as part of overall visual revision. The device returned with the metal cannula loaded, the device and metal cannula looks in good condition. However, the cannula was observed with residues at distal end. Dimensional inspection of the outer diameter and length were performed and were within specifications. Functional inspection was performed and revealed that the metal cannula was withdraw without resistance and its was inserted again through the device and no resistance was felt. Additionally, a mandrel of 0.038" was inserted through the metal cannula and no resistance was felt.

Event description:
It was reported that the distal part of the suture broke and remained inside patient. The target lesion was located in the mildly tortuous and moderately calcified biliary tract. A vtcb/8.3 flexima was selected for use. The catheter was attempted to withdraw after a few days of drainage. During withdrawal, it was noted that the distal part of the suture detached somewhere inside the patient's body and was unable to be withdrawn. The separated suture was then tried to pulled out by hand and by forcep but it could not be removed. After withdrawal od the flexima catheter and the remaining suture inside, the proximal part of the suture was cut by scissor and the procedure was ended. No further patient complications were reported and patient's status was stable.